Event description:
It was reported the device was used to complete a colostomy reversal. The surgeon fired the device on thick tissue. The device cut the anastomosis but laid an incomplete staple line. Upon pathology examination of the tissue, it was noted that the surgeon had cut the bladder while attempting the anastomosis. The surgeon converted to a permanent colostomy and repaired the bladder.